Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number: 7081256 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70 serial number: (B)(6), batch/lot number: 7081194 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 35008240 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept per facility policy.